Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive. There was no patient involvement. The customer was not wearing the pump at the time of the reported issue, but was utilizing manual injections due to be hospitalized for cardiac arrest. The hospitalization was unrelated to the pump or supplies. Reportedly, the customer would continue to use manual injections for insulin therapy.